Event description:
It was reported that the patient was experiencing pain and soreness at the ipg site. The patient had also lost weight. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.